Event description:
It was reported to philips that the device won¿t recognize therapy cable or test load. There was no patient involvement.

Event description:
It was reported to philips that the device won't recognize therapy cable or test load. There was no patient involvement. The field service engineer (fse) evaluated the device and found it needs a processor pca. The reported allegation about the "won't recognize therapy cable or test load" was not verified or duplicated during lab tests. The processor pca has corrupt flash memory (u39/u40), causing a boot loop. Data generated by this investigation will be logged for trending analysis. It was determined that this was a malfunction of the processor pca. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device won¿t recognize therapy cable or test load. There was no patient involvement.